Event description:
It was reported that the customer experienced skin infection with her sensor. It was also stated that the sensor cannula kept bending. The customer switched to a different insertion site after the infection and stated she did not experience infection at the new site, but she did experience redness and irritation when the sensor was removed from other locations. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.